Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the patient complained of chest pain and pericarditis was suspected. Approximately two weeks post implant of the leadless ipg, it was noted that perforation of the right ventricle occured with the tines of the leadless ipg visible outside the heart,and pericardial effusion resulting.  The leadless ipg was explanted and replaced. No further patient complications have been reported as a result of this event.